Event description:
A (B)(6) male patient's daughter called in to zoll lifecor customer support to report that the patient's battery charger was not charging the batteries. Support issued the patient a replacement battery charger and battery pack.

Manufacturer narrative:
Device manufacture date: battery (B)(4): 08/2007, battery charger (B)(4): 03/2009. Device evaluation summary: device evaluations of battery (B)(4) and battery charger (B)(4) have been completed. The reported problem (charger will not charge batteries) has been confirmed. As received, the battery charger was found to have a corroded connector. The corroded connector prevented proper charging of the patient's batteries and damaged an internal component of the charger (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger pca board. The cause of the corrosion was due to an unknown liquid contamination. The root cause of the liquid exposure cannot be positively identified. The patient's battery (B)(4) was also corroded. The battery's connector became corroded from the battery having some kind of liquid exposure. The root cause of the corrosion cannot be positively identified. Upon further inspection, it was discovered that the connector pin 4 was bent and prevented successful communication with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from forcefully attempting to connect the battery into the corroded connector. No adverse event resulted from the corroded battery and battery charger. The patient received a replacement battery charger and battery pack.